Manufacturer narrative:
The field event of failure to interrogate was confirmed in the laboratory. The device was tested on the bench and it was discovered that the device had been exposed to cold temperatures while located in (B)(6), where the local temperature was below freezing at that time. This exposure resulted in the reported event. Further testing performed after the diagnostics were reset resulted in normal testing results and longevity.

Event description:
It was reported that prior to implant procedure, the implantable cardiac monitor could not be interrogated. The device was not used. No patient was involved